Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, digital visual interface (dvi) port does not operates and the images are not output" occurred because of the faulty printed-circuit board with the video input/output function failure. The cause of the faulty printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due a faulty printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite ii video system center's dvi port was not working as there was no image output. An olympus field service engineer visited the site and tried connecting a different monitor and different cables. Consequently, there was an image produced using a sdi signal. This occurred during maintenance. There was no procedure involved, therefore no report of patient harm.